Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and it was noted that the patient heart rate was lower then the implantable pulse generator (ipg) programmed rate. Ipg remains in use. No further patient complications have been reported as a result of this event.